Manufacturer narrative:
A search of the reported lot number was performed and concluded on 5/20/2019. The reported lot number could not be found in our databases. Since the lot number provided could not be identified, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on september 11, 2020. In addition the right sided problems reported initially, the patient also experienced unspecified left sided issues also. On september 18, 2020 mentor received additional information that the left side had also deflated. The left sided prosthesis events are being reported under 1645337-2019-08343. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. The patient also noted difficulty breathing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.